Manufacturer narrative:
Follow-up #1: date of submission 10/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/27/2016 with the following findings: the black box shows evidence of unexplained "por" events beginning on (B)(6) 2016. The pump intermittently powers with returned battery cap. The battery cap threads damaged. A test battery cap was used for all testing. The pump powers with a test battery cap. Test battery cap is unable to fully tighten. Battery compartment crack observed from thread area to case seal. Battery compartment threads damaged. Pump was exercised with a test battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. During investigation keypad found to be peeling on both sides of "up" and "down" keys. "Contrast", "up" and "down" keys intermittently responding. The "ok" key responding. The keypad was re moved and contamination was found under all key contacts. Removed pump case. No evidence of moisture or loose components inside pump. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned to animas but an evaluation has not been completed. When the evaluation is completed, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.